Manufacturer narrative:
(B)(4). Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-813 / lot: unknown (x2) part: 876-713 / lot: unknown (x2) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c6-c7. The following post-operative event was reported: post op visit date- (B)(6) 2005 ae onset date: (B)(6) 2005 ae description: noted slight lucency at graft endplate interface other treatment: MRI additional treatment: MRI done (B)(6) 2005 post op visit date-(B)(6) 2006 medication: yes injection: epidural description: xrays show less lucency however, pt c/o's intermittent neck pain radiating into left arm, with intermittent numbness and tingling into 3rd and 4th digits. Additional comments: in doctor's opinion lucency has developed into pseudoarthrosis post op visit date- (B)(6) 2008 description: patient manages neck pain and shoulder pain with meds, hydrocodone tid. No change in meds since before. Additional comments: neurosurgeon deemed the condition permanent still a visible line at some points across the superior aspect of the graft unchanged from xrays 2006.